Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: implant surgeon: (B)(6). Assistant surgeon: (B)(6). Imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a mid - urethral advantage fit sling + cystourethroscopy procedure performed on (B)(6) 2016 for the treatment of genuine stress urinary incontinence. The procedure was completed with no complications. The patient was taken to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.